Event description:
It was reported that there was no saline flow from c180j when administering.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, no damage or defects were observed. Functional testing was performed and identified the fluid path was blocked by the adhesive which bonds the connector onto the spike. A device history review was performed for lot 2405211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. Liquid was able to pass through the system without issue and no obstruction was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to this incident were identified during manufacturing. The needle which dispenses the solvent must be changed periodically to prevent clogging. When this is performed, the operator must ensure the needle is adjusted to the appropriate height to prevent the adhesive from being dispensed in the incorrect location. Based on our quality team's investigation, it was determined this incident was is related to operator error. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project has been initiated to reduce reoccurrence of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that there was no saline flow from c180j when administering. Liquid does not flow from c180j. Saline did not flow during administration. The same event occurred twice on the same day. When I replaced the product, the fluid started flowing.